Event description:
It was reported ¿interstim did not work¿ for the patient in 2007. The patient had ¿some¿ wires in their back and a ¿box¿ that attached to their underwear. It was stated the patient went to the healthcare provider (hcp) to have the leads removed. The hcp ¿stitched her up inside where the tissues¿ were. It was stated the hcp ¿took out everything and left one lead in.¿ during the trial, the patient wore pads and developed a blister on the wound. It was stated the doctor ¿blamed¿ the patient for scratching it. It was noted the patient took showers during the trial. After the removal of the leads, the patient had an infection. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received amoxicillin for the infection.